Manufacturer narrative:
As reported a defect was noted on the barrier (st coating) of the ventralight st mesh after attempted placement. As reported the mesh was not hydrated prior to placement. The sample was not returned, however a photo of the mesh was provided. Evaluation of the photo provided shows the mesh is heavily contaminated with blood/body fluids as expected from attempted use. There is an area visible on the mesh where there is material separation of the st coating. If the mesh is not hydrated per the instructions-for-use, portions of the hydrogel can become hydrated by bodily fluids during insertion. When this happens the dry portion of the hydrogel barrier will to stick to the hydrated portion making deployment and placement difficult and can cause separation of the hydrogel barrier. Per the instructions-for-use (IFU) supplied with the device, "ventralight¿ st mesh should be hydrated for no more than 1-3 seconds immediately prior to placement in order to maximize the flexibility of the mesh." Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 417 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic umbilical hernia repair on (B)(6) 2025, during placement of the ventralight st mesh a defect was noted in the barrier (st coating). In follow up it was reported that the mesh had not been hydrated in saline prior to placement as instructed in the IFU.